Event description:
Consumer had the vaporizer plugged into a wall socket for about 5-6 hrs while pt slept in bed. Pt climbed out of bed and placed hand over the steam outlet of the vaporizer. Pt began to scream and ran into consumer's room. Consumer went into pt's room and inspected and noticed the hot steam coming from the vaporizer had possibly burned pt's hand and fingers. Consumer ran pt's hand under cold water and applied a topical ointment for rx. Injury: 2nd degree burns to 3 fingers and palm of hand. Consumer called private pediatrician who prescribed a topical ointment to place on the burn. The next day consumer contacted the MFR who took consumer's info and said that someone from the MFR would contact them in a couple of days. Consumer received a letter from the MFR requesting that they sent vaporizer back for inspection and they would offer a new replacement vaporizer. Consumer has not decided if they will send the vaporizer back to the MFR. Consumer is concerned that the steam outlet poses a severe burn hazard to a pt and there are no warning labels alerting consumers that the product could burn a pt.